Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to verify pump error 68 alarm and perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated insulin pump was unresponsive to other button presses. Customer stated insulin pump had another insulin pump error displayed on screen. Customer was not able to clear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.